Manufacturer narrative:
We have received a closed unit and an open and unused sample with five sutures inside the pack instead of four sutures as the product description. The closed sample received has also been checked and it is correct, it has four sutures inside the pack. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Taking into account that no other customer complaints have been received for this code batch, we consider that this is an isolated and accidental unit caused by a human mistake during production process. Involved personnel will be informed about this incidence. Taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Based on the conclusion derived from investigation, it is not required to make actions in distributed product. According to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 investigation on-going. Supplemental report will be submitted when additional information is available.

Event description:
It was reported that after opening the package, it was discovered that the needle quantity in the package is greater than standard. Product was not used on a patient.